Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The following information was provided: none of the telemetry machines are transporting the heart rates over. The biomed stated that when he went to troubleshoot the issue, the issue was no longer present. The customer was unable to provide additional information about this event.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.